Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, there were air bubbles in the gel for an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one (1) photo for investigation. A visual examination of the photo revealed air bubbles in the gel barrier. A total of 90 retained samples were visually inspected, with 5 retained samples containing an air bubble. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. There are purges that allow the operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, there were air bubbles in the gel for an unspecified number of tubes. No adverse impact was reported regarding the patient or user.